Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call power system error alarm on their insulin pump. Customer's blood glucose level was 20 mmol/l. Troubleshooting for the power system error was performed. Customer was advised that as a result of the power system error, the backup battery has failed and the internal power source is unable to charge.